Event description:
It was reported that patient presented in-clinic. Upon interrogation, the patient's lead was found to have exhibited loss of capture. Further examination through fluoroscopy imaging revealed an unspecified helix rotation issue, causing the lead helix to retract. The lead was explanted on 23 sep 2022 and the chronic right ventricular lead was used for pacing. The patient was stable throughout.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The reported events were capturing problem and helix mechanism issue. As received a complete lead was returned in one-piece the reported event of helix mechanism issue was confirmed. Visual examination found the helix extended, clogged with blood/tissue. After cleaning, the helix could be retracted and extended when torque applied to the connector pin. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the blood/tissue clogging the helix. The reported event of capturing problem was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted with the exception of procedural damage.